Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2008, after the use of the product.

Manufacturer narrative:
This is one event reported on the same patient involving three separate products and associated with MDR numbers 1225714-2013-01478, 1225714-2013-01479 and 2937457-2013-00113.